Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the device turned off automatically and would not turn back on. Customer's blood glucose was 400 mg/dl. Customer was advised to clean the battery cap and change the battery. Customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.